Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01001. It was reported while addressing the patient's csf leak issue (reference MFR. Report: 3006705815-2017-00745), the physician confirmed via x-ray images that one of the patient's leads had migrated. Surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01001. Follow-up identified the patient developed (B)(6) which was confirmed to be unrelated to (B)(4) product. However, due to the patient's (B)(6), there is no further intervention planned to address lead migration at this time.